Manufacturer narrative:
The returned device was marked with batch 27283854, however for this event batch 27333412 was reported. Product analysis was performed on the returned unit (batch 27283854). Visual inspection revealed kinks in the sheath assembly. Visual and microscopic inspection revealed the imaging window was detached and not returned for analysis. Pictures provided by the site were analyzed and no damages were observed.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that a kink occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross ic was introduced to visualize the target lesion. During the procedure it was noted that the catheter tip was bent. The procedure was completed with another of the same device. There were no patient complications. However, returned device analysis revealed imaging window detached.